Event description:
It was reported that the patient experienced pump erosion through the scrotum with an inflatable penile prosthesis (ipp). The ipp pump was explanted and a new ipp pump was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.